Manufacturer narrative:
The returned device is still under eval. An investigation report shall be completed and a supplement will be provided. This investigation is ongoing to obtain add'l info and to complete an eval of the returned components. A supplemental report will be completed and provided.

Event description:
It was reported that a humeral head had disassociated from the humeral implant body post-operatively.